Manufacturer narrative:
Medtronic received additional information that the patient did not receive a permanent pacemaker during or post implant of this annuloplasty band and ring. The leads inserted at the end of the implant were for temporary pacing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic cannot make a definitive conclusion regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, a permanent pacemaker was implanted. The reason for implant of a permanent pacemaker is unknown. No additional adverse patient effects were reported.